Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the device experienced the catheter splitting/cracking/shearing. The following information was provided by the initial reporter. The customer stated: it was reported that the catheter was shredded before they opened them. Product issue: ¿the catheter is shredded before we open them.¿

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the device experienced the catheter splitting/cracking/shearing. The following information was provided by the initial reporter. The customer stated: it was reported that the catheter was shredded before they opened them. Product issue: ¿the catheter is shredded before we open them¿.

Manufacturer narrative:
H6: investigation summary bd received an 18 gauge insyte autoguard blood control IV catheter from lot 1061862 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing near the nose of the adapter. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. H3 other text : see h10.